Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("still bruising"), panic attack ("panic attacks") and anxiety ("anxiety"). The patient was treated with alprazolam (xanax) and surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, panic attack and anxiety outcome was unknown and the contusion had not resolved. The reporter considered anxiety, contusion, medical device removal and panic attack to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content form social media received. New events panic attacks and anxiety were added. Treatment medication xanax was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced contusion ("still bruising"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the contusion had not resolved. The reporter considered contusion and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.